Event description:
The manufacturer received information alleging a ventilator service required had occurred on the device. There was no harm or injury reported. The ventilator was evaluated at the customer's site and the customer¿s complaint was confirmed. The device's system board, flow sensor, 3-way solenoid valve, and active exhalation control module were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required had occurred on the device. There was no harm or injury reported. The ventilator was evaluated at the customer's site and the customer¿s complaint was confirmed. The device's system board, flow sensor, 3-way solenoid valve, and active exhalation control module were replaced to address the issue. The active exhalation control module was evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module functioned as designed and operated without issue or error codes.